Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode following delivery of anti-tachycardia pacing (atp) therapy. Subsequently, the device delivered shock therapy. Upon review of device memory, boston scientific technical services (ts) discussed that the patient was in atrial fibrillation (af), received two atp bursts, then the rhythm accelerated into the ventricular fibrillation (vf) zone where shock therapy was delivered. The rhythm was successfully converted. Ts discussed programming options. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.